Manufacturer narrative:
This supplemental is being submitted to provide the additional information regarding the OEM¿s investigation. The investigation was able to confirm the reported event. A visual inspection of the device found sweeping bending along the shaft in both the x and y planes. The device was actuated and as per manufacturing inspection criteria, the top jaw actuated as designed. Under 10x magnification, the distal end of the device was inspected and the actuating top jaw was determined to be worn. It was observed that the bottom jaw was deformed and broken off. The missing portion was not returned for evaluation. In addition, a review of the DHR found that all devices met the raw materials, in-process and finished goods specifications upon release of the product. The device was manufactured in february, 2012. The root cause cannot be determined at this time, however, the most probable cause of the reported event can be attributed to user handling due to excessive force applied to the device in the field.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and noted that one of the jaws was broken. It was also noted that the insertion portion (outer sheath) was found bent near the proximal end. Based on the similar reported events, the cause of the reported phenomenon is attributed to excessive force applied during use. The device will be sent to the OEM for further investigation.

Event description:
Olympus was informed that during a diagnostic procedure, the grasping tip of the device broke off and fell into the patient. It was reported that the device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.